Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On(B)(6) 2022, the patient¿s glucose level was low at 21 mg/dl and she felt weak, so she tried to eat a (B)(6) candy. Her husband found her choking and conscious but unresponsive. The husband is a paramedic, so he assisted her himself rather than calling 911. After handling the choking, he tested her fingerstick bg which was 21 mg/dl, although the cgm was reading 66 mg/dl. He gave her three boxes of juice and some (B)(6) candy and sat with the patient until she was responsive enough to get some more food. At the time of the report later the same day, she was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.